Manufacturer narrative:
Other text: device evaluation: we received one device for investigation. Visual inspection found rear housing damaged and display scratched. Device shows error code 1861. The customer reported problem confirmed, the device shows not lec 1840 but lec 1861 after power up. Main board will be replaced. Service history review identified no indication that the complaint was related to a service of the device within the review period. For all enquiries or follow-up questions related to the record, do not use (B)(6) located in sections g.1., please direct those to the following: (B)(6).

Event description:
It was reported that the pump's last error code 1840. No patient injury.